Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the pump has not diffused completely; there is 20 to 50% the product not-administered . Drug: 5fu.

Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. As-received condition the white clamp is closed at the sample. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected residues of fluid at the filling port (lli-cone) and at the lla-cone of the patient connector. The pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After filling the pump, opening the white clamp and waiting for a while the pump work (solution was running). Leakages were not detected at the received sample. Furthermore we tested the flow rate of the used sample. Nominal: 2 ml in 1h; actual: 2.1 ml in 1h, 4.1 ml in 2h, 14.9 ml in 15h. How it comes to the too slow flow rate can not be omprehended. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 60-30-s without original packaging. As received condition, clamp clip is clamped and wing cap is replaced with white stopper. Additionally, detected yellowish residue at filter and crystallized residue at male luer lock. Clamp clip is released and no flow is observed. Complaint sample is then dissected at microbore tube; before male luer lock. Observed flow immediately. As the complaint sample is contaminated with cytotoxic, further investigation is unable to be done. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: not judgeable as the complaint sample is contaminated with cytotoxic. Moreover we received one further used (approximately half filled) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. As-received condition the white clamp is closed and the original wing cap was not handed over by the customer. After opening the top cap we detected solution (liquid) and a crack at the filling port. The sample is not within our specifications. We consider the complaint justified. We have informed our manufacturer accordingly. Statement: received one piece of used easypump ii lt 60-30-s without original packaging. In as received condition, clamp clip is closed, discofix cap is removed and big top cap is opened. Detected crack at filling port. The original wing cap is found on complaint sample. Conclusion: corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.